Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels as high as 507 mg/dl. Reportedly, the customer changed the supplies prior to the report and delivered a bolus via the pump to address the bg level. The customer declined troubleshooting with tandem's technical support (cts). The customer followed up with cts and reported that the bg level was around 487 mg/dl. The customer contacted a healthcare provider (hcp) and the hcp thought the cannula may have been kinked; however, the customer declined to remove the site to verify. Reportedly, the customer changed the infusion set.